Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 45, 48, to 66 mg/dl at the time of the incident. The customer was at 206 mg/dl at the time of the call. The customer used food to treat. The customer almost had a car accident during the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer treated that days high with the pump. The customer reported sensor issues such as lost sensor alarms, sensor glucose versus blood glucose differences, and calibration errors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no blood glucose of 45mg/dl on (B)(6) 2018. Customer almost had a boating accident.